Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and systems interface pcb were evaluated and replaced. The system software and configuration files were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and was stuck after the boot process was completed. No patient serious injury or death was reported related to this event.